Manufacturer narrative:
(B)(4). Batch # m53n5r. Only month and year known, assumed 1st day of month (sept, 2015) that complaint was reported. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: when the cartridge fell out during the firing, did the device deliver any staples? When the cartridge fell out, no staple was delivered. When the cartridge fell out during the firing, did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Did any bleeding occur as a result of the device issue? No. If yes, how was the bleeding controlled? If yes, how much blood was lost (ml)? If yes, did the patient require a transfusion? What color cartridge was being used? Unknown. Is the cartridge returning with the device? Cartridge was returned with the device on which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 2nd , a new device was used after the issue occurred. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? None that I was made aware of. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The tr45w cartridge was received unfired and in good visual conditions. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the entire cartridge fell out during the second firing. No information was available about the staple line or cut line of the device. The cartridge color was unknown. The cartridge was retrieved. Case completed with another device of the same product code. There were no patient consequences reported.